Event description:
Caller reported a cartridge alarm 20 issue with their pump, which occurred on multiple occasions using different cartridges. Blood glucose levels did not exceed 500 mg/dl, indicating that there was no adverse impact on the customer¿s blood glucose level. Tandem technical support decided to replace the pump and instructed the customer to return the problematic pump within 10 days using a pre-paid label. The customer was informed about the procedures for receiving and handling the replacement pump and acknowledged the instructions.